Event description:
The customer sent a medwatch that indicated "the bovie sound did not alert the treating physician that he had activated the machine by pressing on the foot pedal. Consequently, the posterior vaginal wall was burned. A surgeon resected the burn area to speed healing and to avoid the development of a vaginal-rectal fistula.